Event description:
A customer contacted beckman coulter, inc. (Bec) concerning a fluid leak from cap piercer of unicel dxc 600 pro synchron clinical system. Bec customer technical support (cts) advised the customer to use ppe before troubleshooting. Msds was not reviewed, but the facility has an exposure control plan. The operator did not seek medical attention and there was no effect to patient or user.

Manufacturer narrative:
The customer noticed liquid on top of a tube cap following service on the cap piercer. The customer was testing the cap piercer to verify operation. Bec cts advised the customer to run samples on their backup instrument. On (B)(6) 2011, bec field service engineer (fse) performed service on the instrument. The fse replaced the cap piercer blade, adjusted pressures, and aligned the cap piercer. The fse replaced crimped auto gloss tubing. The fse verified the instrument operation. As of (B)(4) 2011, the customer has not contacted bec with requests for further assistance for this issue. Bec internal identifier for this complaint is (B)(4).